Manufacturer narrative:
Investigation into this event showed that negative results, matching the expected results, were obtained from alternate methods. The customer reported acceptable qc results and no analyzer malfunctions. Treating the sample with heterophilic blocking tubes yielded results of 0.00 ng/ml, confirming the presence of a heterophilic antibody in the pt sample. The device labeling lists a limitation of the procedure as "heterophilic antibodies in the serum or plasma of certain individuals are known to cause interference with immunoassays", the root cause of the falsely elevated results is the presence of heterophilic antibodies in the pt sample.

Event description:
A customer observed repeatable elevated trop I results for samples from a pt tested on the eci analyzer. The elevated results were reported to the physician. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.